Manufacturer narrative:
The reported events of helix mechanism issue and failure to advance stylet were confirmed. X-ray examination found the inner coil was overtorqued inside the connector region consistent with procedural damage. After cleaning the helix and cutting the lead, the helix was able to retract and extend by applying torque directly to the inner coil. The full helix extension length was measured within specification. Unable to test the stylet insertion due to overtorqued inner coil. The cause of the reported events was due to the helix being clogged with blood/ tissue and overtorque of the inner coil.

Event description:
It was reported that during the implant procedure that the atrial lead helix was unable to extended and unable to advance stylet in lead. The atrial lead was not used and the physician elected to complete the procedure with a different atrial lead. There were no patient consequences.